Event description:
Manufaturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has reproduced the described customer issue with flow transducer test failed during pre-use check and found that the measured flow is just outside of its specification.the received device log files has confirmed the reported customer issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, but the root cause has not yet been fully established for this complaint.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).